Manufacturer narrative:
Concomitant products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2017, product type: catheter. Product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2017, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 03-jan-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving fentanyl (2000 mcg/ ml at 375 mcg/d) via an implantable pump for non-malignant pain. The patient¿s medical history included chronic pain. It was reported that the patient had a fall and has experienced increased pain and blood in the reservoir of her pump during refill. A catheter dye study was scheduled (B)(6) 2022. No actions and interventions were performed. Surgical intervention did not occur and it was unknown if surgical intervention was planned. It was noted that the issue was not resolved and the healthcare provider would not have any further information regarding the event. Additional information was received on 01-mar-2022 and it was reported that the catheter was aspirated and a dye study was performed. No dye was noted in the intrathecal space. The reporter was not made aware of the cause for the patient¿s increased pain or the plan for management. The issue has yet to be resolved. The physician emptied the reservoir and refilled the pump prior to the dye study.